Manufacturer narrative:
Product event summary: the device, arctic front advance balloon catheter 2af283 with lot number 44873-25, and data files were returned. Data files showed a system notice was received indicating that the safety system detected a compromised outer vacuum (system notice 50032) and another notice indicating that the safety system detected fluid in the catheter and stopped the injection (system notice 50005). The balloon catheter was used for twelve injections when the 50032 system notice was received. Visual inspection of the catheter showed the device was intact with no apparent issues. Dissection and pressure testing revealed a guide wire lumen kink and breach at 1.32 inches proximal from the tip. In conclusion, the reported issue of notice 50032 was not confirmed through testing. The reported issue of notice 50005 was confirmed through testing and data analysis. The catheter failed the returned product inspection due to a guide wire lumen kink and breach.

Event description:
It was reported that a system notice was received indicating that the safety system detected a compromised outer vacuum. It was further reported that analysis of clinical data files indicate a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The procedure was successfully completed with cryo. The catheter was returned to the manufacturer, analyzed, and it tested out of specification. No patient complications have been reported as a result of this event.